Event description:
It was reported that the patient presented in the hospital for device change out due to eri. Prior to the revision, the right ventricular lead exhibited poor sensing, an increase in pacing lead impedance, and an increase in capture threshold. An x-ray revealed that the device had migrated in the pocket and the lead had become wrapped around the device. The lead was capped and replaced without consequence to the patient.